Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 had failed to pop open when accessed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 will not release. A field service engineer (fse) found the cmpr spring was broken, causing a malfunction and requiring replacement. The fse powered off the station, removed and replaced the cmpr spring, restarted the device, logged into the hardware test application, confirmed successful functionality, and rebooted the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 had failed to pop open when accessed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.